Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that the coulter lh750 hematology analyzer generated incomplete differential (diff) results and that a diluent/blood mix leak was noticed. Customer was unable to locate the source of the leak. The field service engineer (fse) inspected the instrument and found that the sample line had loosened from the flowcell. The fse replaced the sample line, which resolved the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak is attributed to the loose sample line to the flowcell. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.